Event description:
Ous MDR- after an implant duration of about 2 months oversensing with artifacts was reported. No adverse patient side effects have been reported. The device was explanted.

Manufacturer narrative:
Ous MDR.